Manufacturer narrative:
The customer has indicated that a sample is available for evaluation. At this time no sample has been received. Once the sample is received an evaluation will be completed and a follow up submission will be filed. The sample has not been received for evaluation. (B)(4).

Event description:
Luer lock on IV extension set leaked. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
Follow up submission: we performed an evaluation including functional testing on the three returned cartridges. The cartridges received were leak tested and passed. Upon inspection of the extension sets the luer lock threads on the male connections were all found to be damaged. The root cause is a supplier molding issue resulting in the damaged luer lock on the extension set. At this time further investigation is ongoing with our supplier. If any further information becomes available an update will be provided at that time.